Manufacturer narrative:
The prior medwatch erroneously indicated that the device was not returned for evaluation. The device was evaluated by the legal manufacturer, and the following was determined: - the customer-specified allegations of error 315 and e216 could not be confirmed. - distal end adhesive - fail - uneven edge. - electrical safety test - fail - not to specification. There is a possibility of moisture/fluid on the plug connector or within the mouth of the processer which may have induced the fault e315 / e216. Quality trend analysis has shown that fluid on the plug body connector can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Therefore, it was presumed that the suggested phenomena were due to user handling of the device. Although stated in the prior medwatch, since this is a correction, it will be reiterated here for clarity: it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. As the subject device was not returned for evaluation, the suggested phenomenon therefore could not be confirmed. A further cause could not be presumed from the information obtained for this investigation. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus representative reported on behalf of the customer, that when using an evis lucera elite colonovideoscope, there were two error codes: e315 (scope error) and e216 (scope communication error). The event occurred during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event. This report is being submitted for the reportable malfunction of e315 error code.